Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implantation period of approx. 142 months, it was reported that the patient was admitted to the hospital due to loss of consciousness. Upon interrogation of the pacemaker, impedance values were out of range. It was decided to replace this lead, which was capped on (B)(6) 2016 and left in-situ. Patient is pacemaker dependent.